Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are getting message settings not available cannot provide your desired intensity settings since yesterday. Patient stated they charged the implant this morning and the implant is at 90% and controller 100% charged. Patient stated their setting is perfect where it is at but they were worried the therapy was off. Patient stated they charge the ins today. Agent asked patient to connect with the controller and controller show stimulation is on. Agent reviewed therapy on/off meaning. Agent asked clarifying question. Patient stated they had CT scan on monday. Patient service reviewed meaning of the message and recommend patient consult with healthcare provider ofc for next steps. Patient stated they have appt on (B)(6) 2025 with hcp of. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the patient received settings cannot be provided at desired intensity level when trying to increase intensity on group c. The patient had a loss of stimulation and a return of pain. It was also noted there was an impedance issue. The cause of the event was unknown. The patient was directed to switch over to group a and had patient increase over the phone. Patient did not have any issues increasing intensity on group a. The manufacturer representative directed the patient to stay on group a for two weeks as their programming was dtm. Patient stated they had scheduled to see provider on (B)(6) 2025. Additional information was received, it was reported the patient was switched to group a and they were able to increase intensity levels without error message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.